Event description:
It was reported that pump displayed cartridge alarm 30 and that customer also experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and pump replacement was arranged by technical support as resolution, with no additional outcome details reported.